Manufacturer narrative:
The t:slim x2 pump user guide states that the pump is indicated for use with novolog or humalog u-100 insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer received an occlusion alarm. The customer changed all of the pump supplies and the occlusion was resolved. There was no reported impact to the customer's blood glucose level. Reportedly, the customer was using apidra insulin in the cartridge. Tandem technical support informed the contact that apidra was not labeled for use with the pump. The contact acknowledged the information.